Event description:
It was reported that during a lap cholecystectomy procedure, the device would not open, but occurred outside the patient. Another device was used to complete the procedure. There was no patient consequence.